Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The device was not returned for eval. Review of the lot history revealed no anomalies.

Event description:
It was reported during a total hip procedure, the cap (ball tip electrode) kept falling off. There were no pt consequences. Second of 2 events; see 3007069406-2012-00401.